Manufacturer narrative:
The device was received in elective replacement indicator (eri) mode of operation. Visual examination noted burn marks on device¿s can from exposure to electrosurgical cautery. The user¿s manual indicates electrosurgical cautery can inhibit the pulse generator operation. Analysis was performed including electrical and mechanical stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of loss of cardiac pacing was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device change, diathermy was used causing a total loss of function of the device for over one minute in a pacemaker dependent patient. The patient underwent cardiopulmonary resuscitation while the pacemaker lost its function. The device was successfully changed and the patient was stable.